Manufacturer narrative:
Updated data: a1. Patient initials updated b5. Second paragraph added h6. Patient codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 10 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with one day of dyspnea and chest pain. A right heart catheterization was performed and found severely elevated biventricular filling pressures secondary to severe bioprosthetic aortic stenosis. Approximately two months later, substernal radiating chest pressure with worsening shortness of breath and nausea were observed. A non-st segment elevation myocardial infarction was reported. Vasodilator and diuretic medications were administered. The next day, the patient was admitted to the intensive care unit with hypotension. Cardiogenic shock was identified. It was suspected to be due to the severe aortic stenosis. The patient subsequently died the next day. The cause of death was reported as due to cardiogenic shock, severe aortic stenosis, and heart failure. Additional information was received that during the second hospitalization, acute kidney injury was reported. Medications were adjusted to a renal dose. A blood test revealed the creatinine level was 1.54 mg/dl and the serum potassium was 5.2 meq/l. Additionally, respiratory failure was reported. The patient was started on a diuretic and placed on bipap. The following day, the patient was intubated and placed on a ventilator. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years and 10 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized with one day of dyspnea and chest pain. A right heart catheterization was performed and found severely elevated biventricular filling pressures secondary to severe bioprosthetic aortic stenosis. Approximately two months later, substernal radiating chest pressure with worsening shortness of breath and nausea were observed. A non-st segment elevation myocardial infarction was reported. Vasodilator and diuretic medications were administered. The next day, the patient was admitted to the intensive care unit with hypotension. Cardiogenic shock was identified. It was suspected to be due to the severe aortic stenosis. The patient subsequently died the next day. The cause of death was reported as due to cardiogenic shock, severe aortic stenosis, and heart failure.